Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
An internal review of data identified that the mobile programmer application froze/crashed when the hardware had low memory. No patient complications have been reported as a result of this event. Application version:3.13.3 host tablet os version:16.5.1.